Event description:
The customer reported to olympus that during preparation for use the foot switch has difficulty pairing with the voltive laser and they experience e139 pairing timeout errors. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The sales representative went to the customer site to troubleshoot the issue. He followed the proper procedure for pairing the footswitches to the laser system, changing the batteries and pressing the reset button. Several attempts were made to pair the footswitch to the laser system and the device was paired successfully. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The olympus representative followed the proper procedure for pairing the foot switches to two lasers. The rep. Changed the batteries, held the footswitch up in front of the laser, pressed the reset button on the foot switch for less than 6 seconds and then pressed the continue button on the tfl-pls screen within the 4 second time limit. The rep. Tried several times and it finally paired when he walked around the laser in circles with the foot switch in hand. The foot switches finally paired after many attempts. Based on the results of the investigation, a root cause could not be determined as no device was returned for further analysis and the issue was resolved. Olympus will continue to monitor field performance for this device.